Event description:
Fluid was leaking from the side port of the sheath. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported leak has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was teared. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.